Event description:
After post-dilatation of a carotid stent, blood flow through the vessel stopped. Therefore, the physician suctioned the filter basket with a suction catheter and 7000 units of heparin was given to achieve an act of 592 seconds, and the angioguard was removed. After removal of the filter basket, an infarct was confirmed in distal portion of the middle cerebral artery. Then 12,000 units of heparin were given and infarct was resolved. The pt was a male. The target lesion was left internal carotid artery. There was no calcification but mild vessel tortuosity. The rate of stenosis was 90%. The target lesion was crossed with the angioguard without difficulty, and pre-dilatation was performed with a starling (boston scientific, 3.5mmx4cm) balloon. A precise stent was placed and post-dilatation was performed with an amiia (5mm x 2cm, lot unk) balloon. After post-dilatation, the blood flow stopped, so the physician suctioned approximately 30ml from near the filter basket. After the filter basket was removed, an infarct was seen. The infarct had resolved after more heparin was administered. The procedure was successfully completed. There were no neurological symptoms when the pt was taken from the angio suite. The pt is currently in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg reports # 9616099-2008-01461 and 1016427-2008-00165.